Event description:
The drager ((B)(6)) ventilator stopped working during a surgical case. It ceased giving respirations. Dr. (B)(6) had completed his portion of procedure. The certified registered nurse anesthesiologist (crna) had to break sterility and begin ambu-ing patient while dr. (B)(6) and licensed practical nurse (lpn) tried troubleshooting machine. The machine was removed from room and another ventilator brought in. Patient had to be re-prepped and re-draped for continuation of plastic recon of hypopharyngeal reconstruction portion of case. (B)(6) service tech performed vent performance test and could not duplicate issue. Ventilator was fully functional to manufacturer's specifications. Arm assembly was tightened and returned to service.